Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: the screen becomes noised. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the ultrasound plug unit was faulty and caused the screen to becomes noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope occasional had no image during angulation adjustment. There were no reports of patient involvement.